Event description:
The customer reported on (B)(6) 2014 at 4:23 pm, she activated a new pod and her blood glucose and insulin history is as follows: time: 07:24 pm, bg (mg/dl): 216, bolus(u): 6.10; 10:45 pm, 072, 7.70. There was no carbohydrate count provided. She was taken to the hospital by the emergency medical tech and upon arrival she was diagnosed with hypoglycemia. She was released from the hospital on (B)(6) at around 3:00 am. She did not provide any further info regarding the hospitalization or her treatment.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. Not product lot number was reported therefore, no qualification records were reviewed.